Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 2 false positives results for flu b on sofia 2 sars+flu. Unknown if the results were confirmed. Confirmation methods not provided.